Event description:
It was reported that a patient underwent an unknown spinal procedure. It was noted that during the procedure, the locking mechanism on the crosslink broke during final tightening. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.